Event description:
Patient had port inserted (B)(6) 2022 to facilitate chemotherapy. Port accessed in oncology on multiple occasions however unable to yield blood return. Port a gram arranged by specialist that showed collection at port site. Pt required insertion of a second access device (PICC) so that chemotherapy could be administered. Revision of port was arranged in theatre. Intra-operatively found the catheter was broken at hilt (not disconnected). Part of white catheter and securing device still intact though catheter broken and unable to be found. Explored tract at port site in chest, unable to be found. Anaesthetist made aware at this point. Then reopened neck and port site unable to be found. Imaging of prior portogram 1 month prior and also PICC insertion reviewed, taken on (B)(6) 2022 (portogram) and (B)(6) 2022 (PICC insertion films). There we noted on (B)(6) films that catheter did not appear connected to port, however still within the patients neck suggesting recent disconnection. Radiologists do not note a catheter disconnection. Films (B)(6) at time of PICC insertion no longer demonstrate a catheter within the neck. Proceeded to ii to screen trunk to find lost catheter, unable to be visualised. Patient maintained on cardiac monitoring and returned to recovery for cxr and axr. Surgeon contacted immediately upon unscrubbing vascular surgeon in geelong. Proceeded to CT cap to look for lost catheter. Linear foreign body identified within the right side of the heart. Patient transferred post-operatively to geelong for vascular/ir retrieval of foreign body. Removal procedure was (B)(6) 2022 and patient outcome is ok as now receiving chemo.

Manufacturer narrative:
Note: product reference 4430893 is not cleared for sales in the USA, but it is similar to the product reference 5430893 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch (B)(4) which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of access ports released in june 2021. Investigation results: we did not receive the complaint sample for investigation. According to the information received, the catheter was broken at hilt catheter. We received for investigation x-ray pictures: we can see that the access port was implanted via the right subclavian approach. On the CT scan pictures, we can see the catheter migration in the patient's heart. No evidence on the origin of the catheter rupture is visible on the received picture. Conclusion: with the elements received, it is difficult to conclude if the catheter migration is due to catheter rupture at the level of the exit cannula or to a catheter disconnection. However, as the event occurred only 6 days after the implantation and as no other similar complaint has been reported on this batch, it is highly suspected that the event is due either to damage to the catheter during the implant procedure (use of sharp object, unguarded forceps, or catheter damaged against the access port cannula during mounting , or to an incomplete connection of the catheter to the access port cannula. The IFU warns the user against these two risks. This is a rare incident, no corrective action is envisaged.